Event description:
It was reported that the implanted device alerted due the left ventricular (lv) automatic threshold being detected as greater than the programmed amplitude. Review of the presenting electrogram demonstrated lv loss of capture. The last successful lv automatic capture test showed the threshold to be 2.8 v and the current threshold programmed was 2.0 v. It was noted that there had been some changes in the lv thresholds (increased) and pace impedance (decreased, still within normal limits) over the previous week. Technical services recommended assessment of the lv lead and programming. The lead remains in service and no adverse patient effects were reported.